Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) and requested review of this pacemaker presenting electrogram (egm). Upon review, right atrial (ra) undersensing and loss of capture (loc) were observed. It was noted that the ra lead is a non-boston scientific lead. Ts discussed programming optimization options with the hcp. At this time, the pacemaker and non-boston scientific ra lead remain in service. No adverse patient effects were reported.